Manufacturer narrative:
Addrl1 ipg implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead exhibited high thresholds. It was noted that the thresholds rose after dissecting the lead from the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.